Event description:
It was reported by the patient that the patient's device 'goes off daily,' and that the patient has been 'in and out of the hospital several times.' The patient indicates not being happy, and of living in 'pain and fear.' It was not possible to follow up for further information as the patient refused to provide any identification information. The device status is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.